Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter, UDI: (B)(4), catheter ubd: 2025-12-08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) reported that the catheter had been discarded and the cause of the dye study showing no flow had been unknown.

Manufacturer narrative:
H3. Visual inspection of the pump identified damage to the septum however it did not result in a leak during bench testing in the la boratory. Analysis determined that there was an occlusion in the pump tube which is consistent with dried drug, blood, or foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative reported that there was a volume discrepancy at the patient's refill. The expected volume was 14ml, but the hcp was not able to aspirate any medication at all. They were also not able to fill the pump because the pump was "locked." There were no external factors involved. No diagnostics were performed, but a urinalysis was performed and the results were negative for opioids. No actions were taken and the event was not resolved. Surgical intervention did not occur and it was not planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient called back stating the pump was making a grinding like sound. The patient stated the pump has been empty for 3 weeks. The patient stated the hcp was unable to fill the pump because "something formed over the reservoir" port so the hcp couldn't even put saline into the pump. The patient stated they believed "its full of blood". The patient stated the hcp keeps telling her the pump was fine and won't address their concerns. The manufacturer's patient services specialist (pss) reviewed the roles of the manufacturer and the hcp and redirected the patient to their hcp again.

Event description:
Additional information received from a healthcare professional (hcp) via a company representative (rep) reported that the patient had a pump replacement on (B)(6) 2025. It had been re-reported that the physician had been unable to refill the pump so they decided to replace the pump. It had also been noted that a dye study had been performed and showed no flow.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) , implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine and dilaudid via an implantable pump for spinal pain and non-malignant. The patient mentioned that there was an issue last year where the nurse came to do refill and she pulled back and the pump was dry and it was supposed to be 6 ml of morphine at the time. The patient mentioned before this, the doctor told the pump nurse to put saline in it and they had to wait 2 months for a dye study and they went through withdrawal without help. The patient stated that they accused them of pump manipulation but they agreed to refill it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.